Event description:
It was reported that pump housing was cracked after customer was playing sport on bicycle, and pump could no longer be used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.